Event description:
It was reported that the programmer displayed an error message at the beginning of an interrogation, rebooted fine and then re-generated the error when the interrogation was attempted again. The service disk was going to be run. It was further reported that a few days later the programmer powered up with a different error. The service disk was run but the programmer locked up with the error and would not clear. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the reported system errors seem to be due to a pcb (printed circuit board) assembly failing to respond in the allocated time, however the pcb in the programmer passed functional testing. System fan is noisy.